Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not charge. The customer's blood glucose level was 150 mg/dl. The pump began charging with an alternate usb cable and adapter.